Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2011, the patient presented with exertional chest discomfort and was diagnosed with stable angina. Cardiac catheterization was recommended. The 95% stenosed, 14 x 3.0mm target lesion was a de novo lesion located in the proximal right coronary artery (rca). The target lesion was treated with direct placement of a 3.00 x 16 mm taxus® liberté® stent. Following post-dilation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, a 3.0 x 16 mm promus stent was implanted in the proximal rca. In (B)(6) 2014, the patient presented with exertional chest pain, substernal chest pressure radiating to neck and left arm associated with nausea, shortness of breath and diaphoresis and was hospitalized on same day. ECG revealed st segment elevation in the inferior leads, sinus bradycardia and right bundle branch block. Cardiac enzymes were not elevated. The patient was diagnosed with st segment elevated myocardial infarction and cardiac catheterization was recommended. The patient was only on aspirin. The study drug per protocol was last taken on (B)(6) 2012 and ¿other¿ antiplatelet medication was last taken on an unknown date in 2013. The 99% total occlusion of the study stent and the promus stent in the proximal rca was treated with balloon angioplasty and placement of 3.0 x 20 mm promus element plus stent. The event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel. There was no stent thrombosis of the study stent or promus stent.